Event description:
One of new pumps sn (B)(4) delivered, the screen goes blank after tightening the battery door. New pump will be sent. No other info known. Dose or amount: 65 ng/kg/min, frequency: continuous, route: sub q. Date of use: from (B)(6) 2017 to ongoing. Ndc #: (B)(4). Diagnosis or reason for use: pah.